Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
While impacting the omega plate to the femur, the plastic tip of the impactor fell apart. We used a bone tamp for final impacting.